Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a yellow warning screen upon interrogation, stating an out of range shock impedance had been observed on this implantable lead. Noise was not reproducible through manipulation. Thresholds and sensing measurements have remained stable. Technical services discussed obtaining an x-ray to evaluate the lead shocking coils. In addition, ts discussed performing high energy testing in the electrophysiology laboratoy to evaluate lead integrity. No symptoms were reported.